Event description:
Note: this report pertains to one of six devices used during the same procedure. Manufacturer report # 3005099803-2009-06021, 3005099803-2009-06022, 3005099803-2009-06160, 3005099803-2009-06161 and 3005099803-2009-06163 address the other devices. It was reported to boston scientific corp, that a rf 3000 radiofrequency generator, a leveen needle electrode and four polyhesive pt return electrodes were used during a liver rfa (radiofrequency ablation) procedure performed in 2009. According to the complainant, the grounding pads were placed in parallel at the top of her thighs with a gap between each pad. The algorithm for the 5.0cm probe was followed and the grounding pads were checked every 4-5 mins for heat. Roll-off (ablation) was achieved after approx 42 mins. When the grounding pads were removed, it was noticed that a small area of erythema (reddening) was present across the top of her legs in line with the border of the grounding pads. The inside of her left thigh had a small skin break (approx 1cm circumference). Frozen saline was applied immediately, which reduced the erythema and then topical flamazine was put on each leg. The pt's condition at the conclusion of the procedure was reported as stable. Further info from the site indicated that the pt woke up from the anaesthetic and claimed to have had a rash previous to the surgery. Furthermore, the reddening had disappeared by the next day and was believed to have occurred due to the removal of the pads.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.